Event description:
It was reported and per investigation that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 8 years and 1 month due to severe stenosis. The explanted valve was replaced with a 25mm 11500a valve. The patient was asymptomatic. The patient was in stable condition post procedure and was discharged home.

Manufacturer narrative:
Updated sections: b5, b7, d6b, g3, g6, h6 health effect - impact code, health effect - clinical code, and type of investigation.

Event description:
It was reported and per investigation that a patient with a 23mm 3300tfx aortic valve underwent a failed tavr procedure after an implant duration of 8 years and 25 days due to severe stenosis. No additional redo surgery performed. Per additional information there was no patient injury, and no allegation of device deficiencies.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation conclusions. The most likely root cause is patient factors, including hyperlipidemia.